Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged four months following implant due to the patient experiencing halos. Additional information was requested.

Manufacturer narrative:
The lens was returned. Solution was dried on the lens. One haptic is broken in the gusset area (returned). The optic has split/cracked areas. The optic is torn/cut into two portions, typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The lens was torn/cut into two pieces, typical of an insertion and removal. The file indicated that the lens was explanted and replaced with a competitor lens. The complaint lens was returned in a lens case. The lens was damaged. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).